Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a cooling error occurred during use. The procedure was continued with another device. There was no patient injury.

Manufacturer narrative:
One rfa1530 was received for evaluation. Visual inspection found no defects. The sample did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. The failure identified on this customer returned sample is a known issue and is addressed in the risk management file. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a cooling error occurred during use. The procedure was continued with another device. There was no patient injury.